Manufacturer narrative:
H3: product analysis: part # 9561524; lot # my19m001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle and one of the small knuckles were able to be tightened and loosened but the small attachment joint is very rigid after loosening. The joint is sticking slightly but still able to be loosened once the handle is loosened all the way. The instrument appears to be worn from repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding the instruments used for spinal therapy. It was reported that both the arm and the driver were found to be broken. The arm has a stiff joint. There was no patient involved at the time of event. There was no fragment left inside the patient.